Event description:
The pt was admitted to the hospital in diabetic ketoacidosis (dka) with a blood glucose level of 2290. The pts blood glucose level had been acceptable for two days before she began experiencing elevated levels. She was undergoing kidney dialysis at the time her blood glucose levels increased. During the 6 hrs of elevated blood glucose levels the pt did not adminster any add'l boluses of insulin. She only administered routine meal boluses in addition to her basal infusion. She has been treated and is to be released today, 1/10/97. The co's sales rep, evaluated the insulin pump and found it toe be working properly. He examined the insulin infusion set and found that it was "bunched up" and showed evidence that it had been pulled out.